Manufacturer narrative:
The affected ventilator evita 4 including the affected power supply was manufactured in november 1997. The power supply was available for investigation at the manufacturer. The analysis showed that an overloaded transistor in the power supply led to a loss of internal power, and as a consequence to a loss of ventilation. The evita 4 reacted as specified to a power supply malfunction. An acoustical alarm according to en60601 was generated and the breathing system opened up to allow for spontaneous breathing. The device was repaired by replacement of the power supply.

Event description:
It was reported that during the night from (B)(6) 2017 the evita 4 failed completely. Furthermore, the device could not be turned on again. No injury has been reported.